Event description:
Device malfunction: premature partially deployed stent. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a revascularization stenting procedure in the left superficial femoral artery, as the xceed stent was being advanced on the guide wire, resistance was felt. When the device was removed, it was noticed that the first row of stent struts were deployed. Reportedly, the device did not enter the patient's anatomy. There were no reported patient adverse effects. Though requested, no additional info was available.

Manufacturer narrative:
The device has been received. Investigation is not yet completed.